Manufacturer narrative:
(B)(4). Carefusion factory service evaluated the device and duplicated the reported issue. Factory service found the unit was auto-cycling due to a loose packing nut valve on the expiratory control valve causing the control knob stopper to move. Factory service repaired the device and unit meets manufacturer's service specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the unit was auto-cycling after making adjustments and changing the circuit. There was no patient involvement associated with the reported issue.